Event description:
New information received states another instance of extended charge time was observed in clinic. Device replacement was scheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a patient notifier for extended charge time. Device replacement was scheduled. No adverse consequences were detected.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.